Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Litigation papers received alleging that the patient suffers from pain and excessive levels of chromium and cobalt. Update (7/3/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update der rcvd 7 aug 2014 - added dor, surgeon name, 510k numbers and sleeve. Reason for revision: pain. Update rec'd 10/28/2014 medical records received. Upon revision, a pseudotumor and blackened tissue consistent with corrosion at the trunnion were noted. The stem is being added to the complaint. The stem remained in situ. This complaint was updated on 11/25/2014

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.